Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, this lead exhibited high impedances in bipolar configuration, but the impedances were normal in unipolar configuration. Elevated thresholds were noted on this lead as well.